Event description:
The report received from the study indicated approximately one year and five weeks after the index procedure, the patient had chest pain while doing strenuous activity/breaking cement. An ambulance was called and the patient was reported to be confused and hypotensive when they arrived. The patient went into respiratory arrest and was resuscitated. He was able to talk to the attendants. On arrival to the hospital, the patient went into a pulseless cardiac arrest. All attempts at resuscitation were unsuccessful, and the patient expired. No ECG was done. No autopsy was done. The patient's cardiac enzymes were deported to have been slightly elevated and the patient was reported to have had a non-q wave myocardial infarction and possible very late stent thrombosis. The report also stated that there was a possibility of a new plaque rupture, cardiac rupture and stent thrombosis though not confirmed. The patient had a total of four cypher select stents implanted during the index procedure in three target lesions.

Manufacturer narrative:
The indication for the index procedure was stable angina and stress echocardiogram. The patient was reported to have two-vessel disease and had three lesions treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was not provided. Lesion #1-1: the target lesion was the proximal/mid left anterior descending (lad) first diagonal. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 40 mm length, 90% stenosis, a bifurcation lesion, moderately tortuous proximal segment, irregular and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 12 atm. A cypher select 2.5 x 18 mm stent (stent #1) was implanted at 12 atm. The stent was not post-dilated. A satisfactory result was obtained. An additional cypher select 3.0 x 28 mm stent (stent #2) was implanted at 14 atm in overlapping fashion. The stent was post-dilated with a 3.0 x 13 mm stent at 16 atm due to the bifurcation. A sub-optimal result was obtained. The residual stenosis was 0%. The timi flows were not provided. The first diagonal branch was not able to be stented and was treated by balloon angioplasty using a 2.5 mm balloon. Lesion #1-2: the target lesion was the mid circumflex. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 5 mm length, a 70% stenosis, a moderately tortuous proximal segment, irregular, and type a. A cypher select 3.0 x 8 mm stent (stent #3) was implanted at 12 atm via direct stenting. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The timi flows were not provided. Lesion#1-3: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 5 mm length, a 70% stenosis, ostial, and type b2. A cypher select 3.0 x 8 mm stent (stent #4) was implanted at 16 atm. The stent was not post-dilated. The residual stenosis was 0%. The timi flows were not provided. Phone contacts at the one and six month periods indicated the patient was asymptomatic and continuing his medical regimen. A phone contact at the one-year period indicated the patient had angina and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing,. Additional information will be submitted within 30 days upon receipt. This is one of four (4) products used during the same procedure. Please reference MFR. Report # 9616099-2008-01390, # 9616099-2008-01391, # 9616099-2008-01392, and # 9616099-2008-01393.